Event description:
On (B)(6) 2010, wife reported the down button on the infusion device was not functioning properly. This was noticed one week ago. Down button response was intermittent until (B)(6) 2010 and then it completely stopped functioning. Patient switched to backup infusion device. Infusion device was not dropped or exposed to water. Patient has used this infusion device for several years and boluses 4-5 times per day. Down button pops up after being pressed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.